Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for premature countdown. Data was provided for evaluation. Data review could not confirm premature countdown but did confirm the reported event of low transmitter battery prior to 090 days. This complaint is reportable based on the finding of transmitter failure error via log data review. No product was provided for evaluation. No additional patient or event information is available.